Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial interrogation of the cardiac resynchronization therapy defibrillator (crt-d), a grey longevity estimator bar was displayed. One week later, another device interrogation was done with the same results. Another interrogation was later done to confirm the device issue. The device was not used. There was no patient involvement.